Manufacturer narrative:
The table was inspected by maquet-service-technician. During the inspection no failure could be detected. Table and equipment work as specified. Additional functional tests also didn't show any failure. Based on the inspection by the maquet-service-technician we assume that the tilting of the table was initiated by mistake and injured the nurses foot. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The customer reported that the table tilted and injured the nurses foot. No harm to patient. (B)(4).